Event description:
It was reported that the surgeon inserted a toric silicone plate lens model aa4203tl and the surgeon removed the lens and replaced it with a three piece lens due to the large size of the pt's eye chamber wouldn't hold lens in position. There was no incision enlargement or capsule tear due to this incident. It was due to pt's eye chamber. No product damage or malfunction.

Manufacturer narrative:
Eval results: a visual inspection of the returned product which shows no visible damage to the lens. There is reddish surgical residue on the lens. It should be noted that the injector and cartridge were not returned.